Event description:
It was reported that the patient had inadequate stimulation. It was also noted that the patient experienced change in stimulation whenever walking or standing and caused discomfort. No device malfunction was suspected. All device components were explanted and were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).